Manufacturer narrative:
A specific root cause could not be determined. Based upon the information provided, the issue may be related to pre-analytical sample handling.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for parathyroid hormone: pth, intact (pth). The patient had a sample collected prior to a parathyroid procedure and this sample resulted as 200 pg/ml. During the procedure, a second sample was collected and tested. The second sample resulted as 21.3 pg/ml and this value was reported outside of the laboratory. The physician did not believe the result and asked for the test to be repeated on the second sample. The second sample was repeated three times and resulted as 182 pg/ml, 169 pg/ml, and 172 pg/ml. The repeat result was believed to be correct and the result was corrected to 182 pg/ml. The patient was not adversely affected. The pth reagent lot number was 17851902, with an expiration date of 10/31/2015. The field service representative could not determine a cause for the issue. He checked probe alignment, checked the syringes, and changed pinch tubing. He checked the gripper and no problems were found. He replaced the measuring cell. He ran a blank cell calibration and ran performance testing; results passed. The customer calibrated all assays and ran quality controls. Calibrations passed and controls were within the customer's ranges.